Event description:
It was reported that a spectrum pump displayed system error 105. It is also reported that there was no patient incident or problems.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.